Event description:
It was reported that patient experienced insulin gauge not always accurately displaying insulin amount in cartridge. No information was provided regarding impact to customer¿s blood glucose level. Customer declined further troubleshooting, and case was created and closed with no additional action taken.